Event description:
It was reported that the t:slim x2 pump battery would not charge, although an alert indicated a power source issue. The customer had used the original tandem charging cable and wall adapter successfully after following procedures, including leaving the adapter plugged in for 30 minutes, resulting in the pump charging abruptly from 5% to 100%. There was no adverse impact on the customer's blood glucose level. Technical support resolved the issue by ensuring the pump charged properly and sent a new tandem wall adapter with a charging cable. Additionally, the customer was informed of the pump's warranty expiration, which they acknowledged.